Event description:
Customer reported that the panorama central station did not for a cardiac arrhythmia. No pt injury was reported.

Manufacturer narrative:
Documentation from the reported event is currently under review.